Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "functional outcomes comparative analysis of cemented and uncemented total knee arthroplasty" written by v. Yu murylev, a.v. Muzychenkova, a.g. Zhuchkovb, n.a. Tsygina, n.v. Rigina, p.m. Elizarova, and g.a. Kukovenkoa published by journal of orthopaedics published online 12 may 2020 was reviewed. The article's purpose was to compare the functional outcomes between cemented and uncemented total knee arthroplasty. All patients received depuy lcs complete implants with some being cemented and others uncemented. The cement manufacturer is not identified and patella resurfacing was not discussed. The article focuses on womac and koos scores for comparing functional outcomes and finds an overall improvement. Pic 1-4 provide radiographic imaging for patients with identifiers but caption does not allege any adverse events. Depuy products: lcs complete primary adverse event(s): deep periprosthetic infection (patient (B)(6) - treated by 2 staged revision) dvt (no indication of treatment).